Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple occasions, the customer did not enter the enter the accurate amount of carbohydrates which resulted in blood glucose level of 400's (mg/dl). A bolus was delivered to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.